Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to an abnormality with the camera head initially used in the procedure.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device had the color bar and was flashed during the unspecified diagnostic procedure. The user kept to use the subject device and completed the procedure. At the incoming inspection for the repair, olympus china checked the subject device but could not duplicate the reported phenomenon. There was no report of patient injury associated with this event.